Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the superficial moderately calcified and moderately tortuous mid left anterior descending artery (lad). A 10mm x 2.50mm wolverine coronary cutting balloon monorail crossed the target lesion without a problem and was used to dilate the target lesion. However, on inflation at 5 atmospheres, the balloon ruptured. The procedure was completed with a non bsc device and different size successfully. No patient complications were reported in relation to this event.